Event description:
It was reported that this pacemaker stored two signal artifact monitor (sam) episodes where the minute ventilation (mv) sensor vector was switched and was disabled. Technical services (ts) reviewed the reports and noted that the sam events appeared to be due to high frequency electromagnetic interference (emi). Ts also stated that it does not appear the patient is not relying on sensors for rate response. The device remains in use. No adverse patient effects were reported.